Event description:
It was reported that the home patient (hp) experienced increased intra-peritoneal volume (iipv) while performing peritoneal dialysis (pd). This occurred on the homechoice (hc) in drain 4 of 4. Their drain volume was 3519 ml, which the hp had never had a drain that high before. The tsr advised the hp to let their pd nurse know about the volume. There was patient involvement; however there was no adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was received and evaluated by the baxter product analysis laboratory (pal). A review of the event history log confirmed the reported issue of an iipv. The device was determined to meet functional and electrical performance specification requirements per rite testing (returned instrument test evaluation). A check of the pneumatic system found the pneumatic system working to specifications. Simulated therapies were performed and the device passed successfully. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported increased intra-peritoneal volume (iipv) event. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.